Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had screen scratched which made it hard to read. Customer¿s blood glucose level was unknown. Customer reported that insulin pump had rejected new batteries, back light was dimmer, reservoir opening was cracked and missing a big piece. The device will not be returned for analysis.